Manufacturer narrative:
This report is for an unknown guide/compression/k-wire/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction and internal fixation of the right shoulder joint dislocation and humeral head fracture under brachial plexus anesthesia. The kirschner wire with puncture head produced by synthes gmbh was used for fracture fixation. The surgery was performed smoothly and the patient returned to the ward safely. On (B)(6) 2020, the patient was hospitalized for a follow-up visit. The wound was dry and purulent secretion appeared around the needle tail. The patient was asked to clean and change the dressing once a day in the outpatient department. After seven (7) days, the exudation was alleviated, and the patient had no other adverse reactions. This report is for one (1) unknown guide/compression/k-wire. This is report 1 of 1 for (B)(4).